Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range pace impedance measurements of greater than 2500 ohms. Subsequently this ICD was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This device has not been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range pace impedance measurements of greater than 2500 ohms. Subsequently this ICD was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This device has not been received for analysis.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt. It was confirmed that there was no telemetry with the device. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was found to be 0.517 volts. The battery was removed and replaced with an external power source. Detailed testing found the mixed mode integrated circuit (mmic) component as well as some electrical traces had become damaged. The root cause of this damage could not be confirmed; however, the observed damaged is not deemed to indicate a product anomaly. Review of device impedance data from remote monitoring while the device was implanted did not indicate any out of range measurement.